Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received inserted through a 7 french sheath. A kink was present in the sheath at the base of the strain relief. A kink was present in the express ld shaft at 2.2 cm distal to the strain relief. An examination of the distal section of the device found that the crimped stent was pulled distally on the balloon. The proximal edge of the stent was bunched and positioned at 1.5 cm distal to the distal edge of the proximal markerband. A clear impression of the stent crimp was visible on the exposed section of the balloon. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the heavily "diseased" iliac vessel. A 7fr super sheath introducer sheath was placed. Then a 8.0mm x 40mm x 75cm express ld iliac / biliary stent was advanced to the lesion but was unable to cross. An attempt was made to withdraw the device back into the sheath but was unsuccessful, so the physician removed the entire system another 7fr unspecified sheath was placed then an unspecified balloon with smaller size was advanced to predilate the vessel. The procedure was completed using a 8x30 unspecified stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage and stent movement on balloon.